Event description:
The customer reports that when lifting the box with s5362 hypochlorite solution from the shelf it was stored on, liquid was dripping from beneath the box. When opening the box, a significant amount of s5362 hypochlorite solution had collected on the bottom of the box and saturated the cardboard. The top of the lid of the bottle had split leaving a sizeable gap for liquid to leak out if the bottle were to tilt slightly. It was a fairly new bottle with no more than a couple of weeks use. According to the customer it is about the fourth time in the last two years this has happened. However, the previous incidents have not been reported to radiometer. Some weeks after the incident the customer reported another incident of a broken cap for the s5362 hypochlorite solution, lot number ut-01. According to the safety data sheet (sds) for s5362 hypochlorite solution, contact with the liquid may cause skin irritation and serious eye damage. The following is stated in the sds regarding safe handling: "avoid contact with eyes and skin". Regarding personal protection the following is stated in the sds: "risk of contact: nitrile gloves are recommended. Other types of gloves can be recommended by the glove supplier." "Risk of splashes: wear goggles/face shield." No reports from other customers have been received regarding this problem. No injury has been reported due to this problem.

Manufacturer narrative:
Investigation indicates that the root cause most likely is : insufficient calibration of the tool used to tighten the lid; lack of standard work for the process of tightening the lid. The following countermeasures have been implemented: calibration of the tool used to tighten the lid; implementation of standard work for the process of tightening the lid.